Event description:
Boston scientific received information that a latitude red alert was received from this system due to a low shocking impedance measurement. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant advised the caller to monitor the patient with normal follow ups as the red alert may be due to an erroneous read. Additional information was received stating the patient was seen in the clinic the next day and a normal shocking impedance measurement was achieved. No other adverse events have been reported. This product issue will be updated if additional information is received.